Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15623. It was reported the pt has not used or charged his scs system since october 2013 due to experiencing heating at the ipg site while charging. The pt indicated he is now unable to establish communication with the ipg. The pt declined further assistance to troubleshoot the issue at this time. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging nad raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.